Event description:
Olympus was informed that during a therapeutic lithotripsy procedure, the subject device placed over a large stone and initially could not crush it. The stone was said to have been too large to withdraw the device without crushing the stone. The users claimed that they had tried to manipulate the basket to loosen it from the stone, and was not successful. The users employed an emergency handle, and were able to successfully crush the stone and withdraw the device. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add¿l info regarding this report. The user facility reported that the subject device was inspected following the procedure, and confirmed that to be intact. The user facility reported that they managed to crush the stone and completed the procedure with no adverse outcome to the pt. The subject device was reportedly used in conjunction with an unidentified olympus ercp endoscope. The device referenced in this report was not returned to olympus for eval as it was discarded by the user facility. The exact cause of the reported phenomena could not be conclusively determined. But, the size and hardness of the stone could not be ruled out as a contributing factor. This report is being submitted as an MDR in an abundance of caution.